Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, the gantry intermittently shut down during a patient exam due to detection of uncommanded vertical travel assembly (vta) vertical motion. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and reviewed system logs with technical support. During the investigation, the motor voltage was verified by the fse and the vertical drag brake was replaced with an electronic style brake. The system was tested by the fse following the repair and verified to be operating according to manufacturer specifications. No further information is currently available.